Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited non-reproducible noise on the rate/sense channel which produced pacing inhibition. No inappropriate shocks were delivered. The medical personnel reported that there is no atrial lead in place and the left ventricular (lv) pacing lead is placed high on the septum to provide bi-ventricular pacing. The patient is in chronic atrial fibrillation. All lead impedance and pacing threshold measurements are normal. Faxed electrograms show low amplitude, dense noise that starts abruptly, similar to diaphragmatic oversensing. The device sensitivity setting is at nominal. ,